Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 13.8 mmol/l, 6.8 mmol/l, 13.6 mmol/l and 8.9 mmol/l. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery. The insulin pump alarmed no delivery twice. The customer changed set to resolve no delivery but he again received no delivery alarm. The customer assisted in performing 5 unit fixed prime. The customer stated that the insulin exited. The customer was advised to reconnect tubing at quick release and prime 5 unit fixed cannula and it was observed that the insulin exited. The device will not be returned for analysis.